Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. Thermogard xp ivtm system was evaluated by zoll service at the customer site. The customer reported issue of thermogard exhibited mid: 09 (air trap assembly) error message was confirmed during the event log review but not during initial functional testing. The coolant level block was insulated and modified. Following the repair, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. During visual inspection, no physical damages were observed. Archive event log data was downloaded and noted several mid 09 (air trap assembly) error messages during reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, during device check by the customer, the thermogard console (sn (B)(4)) displayed a mid:09 (air trap assembly) error messages upon power up. No patient involvement.